Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter separation occurred. The target lesion was located in the moderately tortuous superior mesenteric artery (sma). A 130 direxion hi-flo was selected for use in embolization. After delivering the wire to the sma, the direxion was applied to the blood vessel. The direxion went out from the target vessel, so, it was attempted to engage again. When trying to change the direction of the catheter tip by applying torque, discomfort was felt. When the wire and catheter were pulled out, it was noted that the outer side of the direxion catheter got separated/broken off, but the inner liner was still connected (not separated). The devices were able to remove from the patient by simply pulling out and no fragment remained. The procedure was completed with a different device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed the outer shaft had fractured 54.3cm from the strain relief, and the inner shaft had kinked in between the fracture faces. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a catheter separation occurred. The target lesion was located in the moderately tortuous superior mesenteric artery (sma). A 130 direxion hi-flo was selected for use in embolization. After delivering the wire to the sma, the direxion was applied to the blood vessel. The direxion went out from the target vessel, so, it was attempted to engage again. When trying to change the direction of the catheter tip by applying torque, discomfort was felt. When the wire and catheter were pulled out, it was noted that the outer side of the direxion catheter got separated/broken off, but the inner liner was still connected (not separated). The devices were able to remove from the patient by simply pulling out and no fragment remained. The procedure was completed with a different device. There were no complications reported and the patient was good post procedure.